Event description:
It was reported that the 2 bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter, translated from french to english: the high pressure alarm was triggered, the nurse unscrewed the tubing slightly (lowering the pressure), during the night, the valve leaked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 21075996, medical device expiration date: 22-jul-2024, device manufacture date: 14-jul-2021. Medical device lot #: 22025486, medical device expiration date: 22-jul-2024, device manufacture date: 14-jul-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: (B)(6)2022. Investigation summary one mz1000 sample from lot 21075996 was received in opened packaging for investigation; residual fluid was present in the device. The feedback provided by the customer indicates that an occlusion alarm occurred during connection with a infusomat spaceline infusion set, which resulted in the nurse loosening the connection to relieve the pressure, which caused leakage from the connection. A visual inspection of the returned sample did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, no leakage or occlusion was detected. The sample was then subjected to pressure testing; again no leakage was detected from the female luer adaptor or male luer of the maxzero device. A review of the production records for the reported lots 21075996 and 22025486 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that the 2 bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter, translated from french to english: the high pressure alarm was triggered, the nurse unscrewed the tubing slightly (lowering the pressure), during the night, the valve leaked.